Event description:
It was reported a confirmed motor stall was noted in the event logs with no motor stall recovery recorded. The hcp noticed a stall message on the programmer but it sounded like there may have been confusion with the normal logs after an update that say that the pump restarted, so they were not sure that the pump was actually stalled. There has not been a recovery log since (B)(6) 2014 thus the pump had been stalled since then. A refill had not been done since then so they have not seen a volume discrepancy. The dose has been adjusted a couple of times since then and the patient experienced an improvement after the adjustments. The patient has had "some" pain but has not had any withdrawal symptoms. The patient was "ok". The pump was put to a minimum rate and the patient went home and will decide if he wants the pump replaced or removed. The pump was delivering bupivacaine and dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# n154406, implanted: (B)(6) 2009, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8590-1, lot# n111781, implanted: (B)(6) 2007, product type: accessory. (B)(4).

Event description:
Additional information received reported that the motor stall was noticed on the printout on 2014 (B)(6) and it was unknown if it rec overed. There was one motor stall noted, and the cause of the stall was unknown. There was also a stopped pump period may exceed tube set message on 2014 (B)(6). A manufacturer's representative was brought into the hcp office to troubleshoot the motor stall occurrence. The patient recovered without permanent impairment, but it was also noted that their symptoms were somewhat manageable with oral opioids. The last targeted drug delivery (tdd) reading was done on 2014 (B)(6). The patient was kept at a very low daily dose of tdd medication and the pump had not been explanted.